Manufacturer narrative:
The pump was received with a blank display due to moisture damage, followed by an unexpected constant audio tone due to moisture damage at the electronic assembly. Also, the pump had moisture damage on the motor, battery tube and vibrator assembly. Unable to perform the currents or low battery tests due to the blank display. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer's insulin pump had a blank display. Customer states that the battery compartment looks burnt. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis